Event description:
Additional information was received. It was reported that, at the time of report, the patient was doing well. It was indicated that the patient¿s intrathecal baclofen treatment was ongoing; however, it was unclear if this referred to the new pump or also to the previous pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0058133r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported the pump was explanted on (B)(6) 2014 due to malfunction. Additional information received reported there was no patient injury. The pump was removed due to device failure. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found no significant anomalies, though the elective replacement indication had triggered due to time progression.